Manufacturer narrative:
(B)(4).

Event description:
It was reported the six months prior to report the healthcare provider had been experiencing challenges with the ¿cam fitting and the door closing.¿ it was stated the resolution was to enlarge the ¿burr-hole¿ using a high-speed drill bit. It was later reported the doctor could not recall any specific incidents that had occurred. It was stated they were general issues and the doctor was not referring to specific patients or events.